Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative which reported that the patient was the initial reporter to the manufacturer. No troubleshooting was performed related to the implantable neurostimulator not charging fully as the patient had mentioned it on the phone and had not been in to her health care provider¿s office. No actions or interventions were taken to resolve the implantable neurostimulator not charging fully, and the cause remains unknown at this time.

Event description:
Additional information was received from the patient reporting that their issue of being unable to charge their implantable neurostimulator (ins) to a full charge began on (B)(6) 2016 and it was reported that it had occurred three times. It was reported that this issue occured when they would turned their device on. Steps taken to resolve their inability to charge the ins was they turned the device off and let it set for about 30 minutes and then they retried charging it again. It was reported that as of (B)(6) 2017 the issue had not occurred again. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that when recharging, it never charges fully which had started occurring the past few recharge sessions. It was discussed that the patient may need to recharge a little longer to reach 100%. There were no patient symptoms reported.